Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 408 mg/dl at the time of incident. The customer also reported that she experienced vomiting and nausea as symptoms of high blood glucose. The customer stated that she had a diabetic ketoacidosis but she was not on the insulin pump. The customer stated that she received a no delivery alarm. The customer stated that she treated her high blood glucose by giving bolus. The customer also stated that there was a bent cannula. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and settings. The insulin pump will not be returned for analysis.